Event description:
During a standard dental treatment the handpiece heated up and burned the patient on lip. The patient received an otc ointment, no medical intervention was necessary.

Manufacturer narrative:
The analysis of the product did show that the bearing of the intermediate drive was destroyed. Therefore it had a bad guidance and too much axial play. In addition the cage of the upper bearing was broken. Since the last repair of the handpiece was almost 3 years ago this defects are content of the normal wear and tear process. With such defects the handpiece is running rough, it is vibrating and makes an unusual sound. The user instruction requests a visual and functional inspection of the product prior to each treatment to ensure that the product is running within specification. Reported as a similar product gets distributed in the USA. Issue occurred in (B)(6).